Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode tip detached from the shaft of the device and not returned. In addition, the shaft of the device was received damaged from the tip. No functional analysis could be performed due to the device receiving condition. No conclusion could be drawn as to what caused the tip to break off.

Event description:
It was reported by the sales rep that during a lap hysterectomy, the electrode of eps02 fell into the patient. Instead of eps02, eps06 was used after this incident. Although the surgeon looked for the fallen tip for a while, it could not be found, so the uterus was removed first. After the uterus was removed, when the surgeon intended to look for the fallen tip, it was found that the electrode of eps06 was missing. At the time, the eps06 was being used without being taken the electrode from the shaft. It was determined that there was the electrode of eps02 inside the patient with x-ray. It took about 4 hours and a half to find the fallen tip and the tip was eventually retrieved without converting to open. Besides, the electrode of eps06 was found inside the shaft in opposite direction (the proximal end of the electrode pointed the tip of the shaft). The patient was anesthetized about 6 hours longer than scheduled. There were no adverse consequences to the patient. The devices were disassembled in pieces.